Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of: 418mg/dl to 160mg/dl, 418mg/dl to 198mg/dl. L1 quality control was run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.